Event description:
It was reported that a getinge sales representative received a demo cardiosave intra-aortic balloon pump (iabp) that it was believed it had a helium leak. When the getinge sales representative connected the helium tank it showed full; however, after about 15-30 minutes of the tank being opened it was noticed the tank was at half. When the getinge sales representative disconnected the helium tank, it quickly dropped to show only the internal tank. The getinge sales representative believed that there was a leak in the iabp unit that had drained half of the helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(4). The date received by mfg (g4) was reported incorrectly in the initial emdr. The correct g4 date for the initial emdr is 13-oct-2020. A getinge field service engineer (fse) evaluated the iabp unit and replaced the o-ring at the pump/cart connection, and the leakage issue was corrected. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. The customer reported that when the helium tank was connected to the unit, it showed to be full. However, after approximately 15-30 minutes of the tank being opened, the customer noticed the tank to be half way. The customer disconnected the helium tank from the unit, it quickly dropped to show only the internal tank. There was no patient involvement, and no adverse event reported.